Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient never established effective therapy in the back (lower back and feet). Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the additional lead of different model was implanted and the alleged lead was left unplugged which resolved the issue. Reportedly, effective therapy was restored postoperatively.